Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.

Event description:
The control knob on the scalpel failed to rotate the distal jaw. The white distal tissue pad detached from the device and fell into the pt. The pad was removed from the pt without incident.